Event description:
Device malfunction: difficult to remove device. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure after a diagnostic procedure. The device was difficult to remove. Pressure was used to pull the device out of the vessel. Hemostasis was achieved with the device. No additional information available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.